Event description:
It was reported the patient could no longer feel stimulation from the cervical lead. An impedance check showed no anomalies. X-rays were taken and revealed the lead had migrated. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.